Manufacturer narrative:
The device was returned to the factory for evaluation. Evidence of clinical use was observed. Tissue and blood were observed at the bisector and blade. No visual defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. We were unable to reproduce the reported failure in our testing. Based on the results of the investigation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The bisector stopped working shortly after beginning the harvesting phase.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb bisector stopped working. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The bisector stopped working shortly after beginning the harvesting phase.